Manufacturer narrative:
This report is associated with argus (B)(4), breathe right nasal strips.

Event description:
I am addicted to them [dependence]. Case description: this case was reported by a consumer and described the occurrence of dependence in a female patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for difficulty breathing. Concomitant products included no therapy. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced dependence (serious criteria gsk medically significant). The action taken with breathe right nasal strips was unknown (dechallenge was unknown). On an unknown date, the outcome of the dependence was unknown. The reporter considered the dependence to be related to breathe right nasal strips. Additional details: this adverse information was received on 18 july 2017. The consumer reported dependence with breathe right nasal strips (variant not specified). The consumer stated, "I love these. I can breathe again and I am addicted to them. Can you tell me how to get the adhesive from the strips off my nose? I am not tearing them off or anything."